Event description:
The manufacturer received information alleging a ventilation inoperative alarm had occurred on a trilogy evo device. The customer stated that error code, machine flow drift high (e-0155), was observed on the device's error log. The device was not in use on a patient at the time of the occurrence. Additionally, the customer mentioned that two additional nonreportable error codes, event drift debug (e-0330) and motor controller force shutdown(e-0144), were observed on the device's error log for this device. Philips is currently investigating this complaint; however, the device examination has not begun because the device has not yet been returned to the manufacturer for investigation. As part of the complaint handling process, the manufacturer will attempt to retrieve the device for investigation.

Manufacturer narrative:
The manufacturer received information alleging a ventilation inoperative alarm had occurred on a trilogy evo device. The customer stated that error code, machine flow drift high (e-0155), was observed on the device's error log. The device was not in use on a patient at the time of the occurrence. The trilogy evo device was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the devices machine flow sensor had caused the ventilation inoperative alarm to occurred on the device. In conclusion, the device's machine flow sensor was replaced to address the issue. The root cause is confirmed at this time. Additionally, the customer mentioned that two additional nonreportable error codes, event drift debug (e-0330) and motor controller force shutdown(e-0144), were observed on the device's error log for this device. The third-party service technician evaluated and determined the system printed circuit assembly (pca) was replacing to address this issue. This was unrelated to the reportable issue. One of the in-line filter was replaced for contamination unrelated to the reportable issue. The air inlet foam filter was replaced for preventative maintenance unrelated to the reportable issue.